Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shock impedance for this patient's left ventricular (lv) lead. To date, no adverse patient effects have been reported and the device remains in service.

Event description:
Additional information from the field indicates that another alert was detected involving this patient¿s implantable cardioverter defibrillator (ICD) and non-boston scientific left ventricular (lv) lead due to the system exhibiting a high out of range shock impedance measurement of greater than 125 ohms. The patient was seen at the clinic and is going to be screened for a device replacement in the near future. At this time however, the system continues to remain in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.